Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak. Additionally, per IFU, patients should be counseled as to the possibility of subsequent re-interventions including catheter-based and open surgical conversion.

Event description:
On (B)(6) 2018, the patient was implanted with gore® excluder® aaa and iliac branch endoprostheses to repair an abdominal aortic aneurysm. All components were advanced and deployed as planned. Final procedural angiography reportedly showed a lack of wall apposition at the proximal end of the trunk-ipsilateral leg component (rlt261218j/17518545), but no endoleak was observed. The procedure was concluded, and the patient would be monitored. On an unknown date in (B)(6) 2018, follow-up imaging reportedly confirmed infolding of the trunk-ipsilateral leg component. On (B)(6) 2018, the patient underwent a re-intervention procedure to address the endoprosthesis infolding. Intra-procedural angiography at this time also reportedly revealed a proximal type I endoleak. Touch-up ballooning to the proximal end of the endoprosthesis was performed, and an excluder® aortic extender component was implanted proximally below the renal arteries. A final digital subtraction angiograph reportedly showed the issue was resolved with no evidence of endoleak. The patient tolerated the procedure.